Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had primary right tkr on (B)(6) 2017. Patient presented to surgeon in office with painful instability. Original knee was cr sigma, 5 fb mod tib tray, cvd + insert 5/10mm and 41 patella. Surgeon upsized poly to a 5/15mm cvd + and closed knee following good rom. Doi: (B)(6) 2017; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.